Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. The device met 66% of expected longevity. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant: 6947 implantable tachy lead (B)(6) 2009 4555 competitor implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.